Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 cautery wouldn't heat/cut tissue. The cautery wouldn't fire at the start of the case when trying to test it. A new device was opened to complete the procedure. There was no procedural delay. There was no patient harm.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID#: (B)(4). The device was returned to the factory for evaluation on 08/02/2024. An investigation was conducted on 08/08/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred material were observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released with no excessive smoke observed. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after the 10-second cooling period with no incident each time. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. No final testing was conduced due to the condition of the heater wire. Based on the returned condition of the device and the evaluation results, the reported failure "failure to deliver energy" was not confirmed, however, the analyzed failure "material twisted/ bent wire" was observed. The lot #3000320597 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.